Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The ra and rv leads were replaced because the physician needed active fixation leads for the patients current anatomy. The patient developed hypertension when he went into atrial flutter and the leads dislodged. The physician tried to reposition the leads but ended up needing active fixation leads.